Event description:
During a routine device exchange procedure, low pacing impedance was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of low pacing lead impedance was confirmed. As received, a complete lead was returned in one piece. Lead impedance test could not be performed due to procedural damage at the proximal region of the lead. During electrical testing the lead was shorting. Destructive analysis was performed and visual inspection of the lead found procedural damage to the inner insulation at the proximal region of the lead. The cause of the reported event was isolated to procedural damage.